Event description:
Per contact, during the procedure the md was able to fire one band successfully. The patient had one substantial and two smaller varices. The larger one was successfully banded. The others did not fire and slid and fell off rather than shoot. The clinicians said they heard a "click" on some of the firings but not all. They had problems turning the knob. As they were using the device the threads were in the way and the bands stuck to the plastic. Same lot sample will be returned as complaint product was discarded.